Event description:
A break in the retention dome during traction removal. The indwelling period was 246 days. Since the dome portion was not removed, drug that increased excretion was being administered to the patient.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.